Manufacturer narrative:
Other text: b5, h6: customer provided additional information that there was no patient involved with the reported event.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be confirmed. The issue was found to be related to the downstream occlusion sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump alarms "cassette not attached properly" when placed on any set. There were no reported adverse events.